Manufacturer narrative:
Internal complaint reference (B)(4). B5, h6: updated.

Event description:
It was reported that during meniscus repair procedure, internal to patient, the fast fix suture broke. The procedure was successfully completed using a s+n back-up device with a significant delay (greater than 30 mins). No further complications reported.

Manufacturer narrative:
H10 h3, h6 the device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The suture and anchors were returned. The anchors were attached to the suture. The suture measured at 11.5 inches. The end of the suture was not frayed. The depth indicator button was in the default position. The actuator tip was in the t2 position. A functional evaluation was conducted. The actuator tip functioned as designed. The slipknot tightened. An analysis of the enclosed image shows a portion of a fast fix needle overmold assembly. Part of the suture is visible. Both anchors are visible and attached to the suture. The reported failure was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of the device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the suture material documentation, found that the storage specifications are documented and a material certificate is required with each lot. Based on the condition of the product material found during visual inspection no breakage of the suture could be confirmed. Additional material testing is not required.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during meniscus repair procedure, internal to patient, the fast fix suture broke. The implants deployed through the meniscus and were not removed from the patient. The procedure was successfully completed using a s+n back-up device with a significant delay (greater than 30 mins). No further complications reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during meniscus repair procedure, internal to patient, the fast fix suture broke. The procedure was successfully completed using a s+n back-up device. No patient injury or other complications were reported. It was not reported if there was any delay.